Event description:
On (B)(6) 2012, the lay user/patient's mother (reporter) contacted lifescan (lfs) alleging that her daughter's onetouch ping meter was reading inaccurately high compared to her feeling. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that on (B)(6) 2012 (at 6:45am) the patient experienced a seizure and at the same time after the patient obtained a reading of '56mg/dl' with the subject meter. The patient's testing frequency and typical blood glucose range are not known. Four hours prior to the onset of her reported symptom, the reporter indicated the patient's previous blood glucose reading (with the subject meter), was '130mg/dl' and the reporter denied the patient took any action in response to the reading. According to the csr's documentation, the reporter immediately administered a glucagon injection as treatment and then contacted the emergency medical services (ems). Fifteen minutes after the alleged issue occurred, the patient reportedly obtained a blood glucose reading in the "80's¿" with the ems's meter; it is not known if ems/ reporter had also tested the patient with the subject meter. It is also not known if the patient received any additional treatment from ems. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. Although the patient¿s symptom occurred prior to the start of the alleged issue, this complaint is being reported because the patient¿s previous blood glucose readings (prior to the onset of her reported symptom) are not known, it is not clear what changes (if any) the patient had made to her diabetes management in response to her blood glucose readings with the subject meter, and the patient reportedly received treatment for severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter and test strips were evaluated and both passed testing with no faults found. Retains also passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.